Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap on an amia peritoneal dialysis (pd) cassette disconnected and resulted in a leak of solution during priming for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that an amia cassette had a "cap that blew off". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.